Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) because the patient was not satisfied with the cylinders not extending to the glans and the pump not positioned correctly. The original implant was not accurately measured for the patient. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications reported.